Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual inspection confirmed a complete lead with an extended helix. Dried blood was noted within the helix mechanism up through the lead lumen; additionally dried tissue was observed on the helix coil. Laboratory technicians confirmed insulation cuts at 144 mm from the terminal pin. Extensive testing was performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Laboratory testing was unable to confirm the reported clinical observation, as the lead was found to be electrically within specifications.

Event description:
Boston scientific received information that this right atrial lead was explanted due to high out of range pacing impedance values along with high threshold measurements. No adverse patient effects reported and replacement observed with a non boston scientific lead. The explanted product is intended to be returned for a post market evaluation.

Manufacturer narrative:
Following product return and completion of laboratory analysis, a follow-up report will be submitted.

Event description:
--